Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir compartment was damaged. The customer blood glucose level was 256 mg/dl at the time of the incident. Customer stated that reservoir lip ring was falls out when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with totally broken off reservoir tube lip and missing reservoir tube lip o-ring. However, insulin pump passed displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.